Event description:
The medical center placed an impella cp via the femoral artery to support a patient with multivessel coronary artery disease. The team sent the patient to the or for bypass surgery (CABG) and upon admission to the or the patient was found to have bent up both legs at the knees. With the impella in leg, there was profuse bleeding and the pump had come out of appropriate position. Vascular surgery performed a cutdown and arterial repair. The pump was explanted after only just under 4 hours.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant in the or. The product can not be analyzed on the benchtop. The patient bending at the knees could have caused/contributed to the bleed and need for vascular repair. Further clinical details are being asked, but not yet returned. Should a root cause be determined, a final report will follow. The failure mode will be monitored and trended. Of note the ifus states: "be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿. "Assess access site for bleeding and hematoma.¿. ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
Since the original report was followed, the investigation has concluded. The cause of the vascular damage was use related since the pump's repositioning sheath was observed to have been pulled back the failure mode will be monitored and trended.